Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 41 mg/dl. Customer did receive a sensor updating and change sensor alert. Customer did not receive a calibration not accepted alert. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.